Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2022. Customer was treated with insulin drip. Customer's blood glucose level was over 600 mg/dl. Customer stated that there was no air bubbles and leak. Customer will discontinue use of the device.